Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with unknown mentor prostheses developed capsular contracture of unknown baker grade post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc gel prostheses on (B)(6) 2002; catalog # 3543757, lot: 222113. It wasn¿t specified which side was impacted. If clarification is received in the future, a supplemental report will be submitted.